Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and during power-on test, the c-33 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to start of da vinci-assisted vaginal prolapse repair surgical procedure, site contacted intuitive technical support engineer (tse) to report multiple errors with the vio dv 2.0 integrated electrosurgical unit (erbe) unit. Site mentioned that, so far, these errors have not impacted procedures. The specific error codes reported were c-00, m-31, and m-11. The technical support engineer (tse) reviewed the logs and identified multiple errors, including the c-33 code, which indicates an erbe failure. The procedure was completed with no reported injury.